Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B) (4), which was returned for routine maintenance, it was discovered that the ecgs signals were distorted. The last pt to use this electrode belt did not experience any problems with it.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. Upon further inspection, the electrode belt had an open connection within the distribution node. There was a wire that came off a solder pad. The wire to pp - was off the pad. This made the ECG signals distorted. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The last pt to use this electrode belt did not experience problems with it.